Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and the therapy is off. Impedance check revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found the internal lead wires broken. Event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found the internal lead wires broken.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post operative.